Event description:
After an implantation period of approx. 6 months, it was reported that on a surface ECG, losses of ventricular capture were observed. The patient was hospitalized.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were evaluated thoroughly. The device data documented varying ventricular thresholds and an automatic deactivation of the capture control algorithm on (B)(6) 2019 as a result of exceeding the predefined maximum of non-capture detection within 24 hours. The root cause for the threshold fluctuation could not be determined with certainty. Please note that in case of deactivation of the capture control algorithm the pacemaker will by design and based on the last successful measured pacing threshold set the pacing output to either the capture control start amplitude or start amplitude plus safety margin to get the best balance between effective pacing and current consumption. In this case the last successful measured threshold was 1.5v, which led to a pacing amplitude adjustment to 3.0v after capture control deactivation. This does not represent a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on all data available for analysis, no pacemaker malfunction was noted. Should additional relevant information become available, the investigation will be updated.